Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus meter (B)(4). Reference medwatch with a1 patient identifier (B)(6) for the compact plus meter (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 103 mg/dl, 115 mg/dl (B)(4) and 199 mg/dl, 118 mg/dl (B)(4) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.